Event description:
Discordant glucose results were obtained on an advia 1800 for 3 pts. The results were not reported to the healthcare provider(s). The pt samples were repeated and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for 3 pts. The results were not reported to the healthcare provider(s). The pt samples were repeated and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 for 3 pts. The results were not reported to the healthcare provider(s). The pt samples were repeated and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant glucose results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the seals on reagent dispensing pump 1 and reagent dispensing pump 2 needed to be replaced. The fse replaced the seals and checked system performance. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the seals on reagent dispensing pump 1 and reagent dispensing pump 2 needed to be replaced. The fse replaced the seals and checked system performance. The instrument is performing within specs. No further reveal of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the seals on reagent dispensing pump 1 and reagent dispensing pump 2 needed to be replaced. The fse replaced the seals and checked system performance. The instrument is performing within specs. No further reveal of the device is required.